Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated that the display was not blank less than 30 seconds and did not return. Customer stated that the battery compartment was neither damaged nor corroded also the spring was neither damaged nor corroded. The display did not return after insulin pump restart. Customer stated that they lost the battery cap and also notice there was no metal piece on the cap. No harm requiring medical intervention was reported. The customer will discontinue use of the device.

Manufacturer narrative:
Unit was received with no battery cap. The unit was able to pass the following tests: active current test. P-cap was attached and locked into place correctly. The unit was unable to pass the sleep current measurement due to high currents occurring during testing. Unable to perform displacement test due to pump error 38 occurring during testing. Unit was unable to pass the self test due to pump error 75 occurring during testing. The unit was successfully downloaded using thus. The power management tool confirmed pump error 25 was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance j6/pcb 1. After disconnecting and reconnecting the internal lithium backup battery connector on j6/pcb 1, the pump was monitored and did not function properly. No unexpected alarms, anomalies noted on event date. Pump error 38 occurred on (B)(6) 2022 11:54 am during testing. Pump error 75 occurred during testing (B)(6) 2022 11:56 am during testing. Pump error 25 occurred during testing on 08/31/2022 03:00 pm. Pump was cut open to perform visual inspection and found evidence of moisture damage on pcb 1, pcb2, motor pins, force sensor. The following were noted during visual inspection: scratched case, cracked case, battery tube threads cracked. Cracked case corner of belt clip rails, cracked case (battery tube), stained serial label, damaged display cover. Blank display is not confirmed. Pump 38 & pump error 75 confirmed due to moisture damage. Cosmetic damage is unknown for battery cap as it is missing. Pump error 25 & charge/battery lasts less than expected & unexpected battery power loss is confirmed due to moisture damage. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.